Manufacturer narrative:
(B)(4). Batch # r58h9k. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge loaded on the device. The cartridge was received fully fired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged, however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the battery has no power after using around 10 mins. There were no patient consequences reported.